Event description:
The physician placed a percutaenous endoscopic gastrostomy set. Seven days after the feeding tube was placed, the physician noted there was an infected gastric ulcer located in the pt's stomach, around the peg site. The physician removed the peg tube. Post procedure, no further injury to the patient was reported.